Event description:
My wife used clear view contact lens cleans in her lens case. She did not know she had to use the special case with the solution. She placed the lens in her eyes and suffered bilateral eye burns. Reporter's recommendations: prevention description: this solution should not be sold alone. It should have a case with bottle at all times. Additional comments: warnings on box were not sufficient enough to warn that solution should only be used with special case. (B)(6).